Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt. No medication changes have been made. A battery estimate for the generator yielded -0.65 years remaining, indicating possible end of service. No trauma or device manipulation was admitted. Vns revision surgery is planned, but no surgery date has been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.